Event description:
It was reported that after successful coronary stent deployment, the balloon did not fully deflate. Negative pressure applied with a 60cc syringe was unsuccessful. Attempts to burst the balloon were also unsuccessful. Attempts to burst the balloon were also unsuccessful. The balloon was removed partially inflated, with no pt injuries or complications. Pt status is listed as "okay".